Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they were not able to rewind pump. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device received motion sensor test failure alarm during rewind due to corroded motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad anomaly due to motion sensor test failure alarm.